Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 202 mg/dl after eating breakfast while using the ilet system; the user was asymptomatic and agreed to allow the device to deliver insulin as needed, and troubleshooting and education were completed with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no medical intervention, hospitalization, or long-term impact. Investigation included user counseling on device use and postprandial glucose management. Investigation of this case revealed no device malfunction or component issue and suggested a postprandial elevation with device-delivered insulin as programmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.